Event description:
It was reported that during an elective explant, the physician inadvertently nicked the outer insulation of the right atrial (ra) lead with the plasma blade and compromise the outer insulation. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary product ID# 5076-52: a distal portion of the lead was received measuring 45 cm and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6949-65, implanted: (B)(6) 2006; product ID: 7288, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an elective explant, the physician inadvertently nicked the outer insulation of the right atrial (ra) lead with the plasma blade and compromise the outer insulation. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.